Event description:
A premature neonate was born by emergency cesarian and was admitted to the nicu for management of issues related to his prematurity. The next day the neonate underwent the insertion of a peripherally inserted central catheter (PICC) for long term intravenous access using a vygon premicath model 1261.203 1fr catheter. The PICC was placed without incident and chest x-rays were done to facilitate and confirm placement. The line was subsequently used to deliver intravenous fluids and total peripheral nutrition without complication.on day seven, during a routine IV tubing change, the nurse disconnected a connector and discovered that a guidewire was still in place within the PICC catheter. The neonatologist was notified and the guidewire was easily removed. The wire appeared to be fully intact. The length of the wire was compared to a second wire from an unused kit and they were identical in length. A chest ex-ray was obtained after the wire was removed and the PICC line remained in good position. The neonate suffered no harm nor was there a change in treatment plan based on this event. The package insert that indicates that the stylet needs to be removed is labeled with a size 6 font with a gray color on an onionskin paper.the neonatal intensive care unit had recently switched to this brand of 1 fr PICC line, which has a guidewire in place within the line to provide extra rigidity for easier advancement. The guidewire is attached through a port that closely resembles an access port for intravenous fluids. There are no identifying markings on this port and the guidewire is not visible. There are no labels or inserts indicating the presence of the guidewire. No previous brands or models of 1 fr PICC lines used by nicu clinicians had contained guidewires including a similar model - vygon premicath 1261.20 -- staff were not accustomed to the presence of the guidewire.